Event description:
It was reported that the patient had a "revision pump catheter". It was also reported that it was unknown if the fracture occured during the surgery on (B)(6) 2012 (see related manufacturing report: 3004209178-2013-03414). The patient had a dye study on (B)(6) and that is how the fracture was discovered. The patient is doing better after the revision and recovered "fine".

Event description:
It was reported that the patient's pump was replaced on (B)(6) 2012 (per MFR device registration system the replacement was on (B)(6) 2012), and following the replacement, the patient experienced not having any therapeutic relief. The patient also experienced severe and constant pain, her "feet hurt bad," had to take a lot of oral pain medication, and had been bedridden since the pump replacement. The patient also reported "a huge bruise" on her spine following the pump replacement. Additionally, beginning at an unknown time, the patient had "nerve damage all over from the waist down." A dye study was performed and a fracture in the catheter was confirmed. Drugs delivered via the device were baclofen, clonidine, and dilaudid . Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# b)(4), implanted: b)(6) 2006, explanted: b)(6) 2013, product type: catheter. Product ID: 8578, serial# b)(4), implanted: b)(6) 2012, product type: accessory. (B)(4).

Event description:
Additional information was received. It was reported that, during a pump replacement surgery where the pump was also relocated, the catheter broke and shattered in the patient's spine. It was indicated that the catheter was removed a little over a year prior to report, but the catheter breaking had caused the patient to have a "cerebral leak". The patient had gone through eleven procedures in total trying to get the leak to stop; however, they had been unsuccessful. It was stated that they had cut her back open, gone into her spine, and sewed it up that way. They were also going to "go in and try to sew her up from the inside out". It was reported that the patient had been dealing with migraines and lying flat on her back for almost two years at the time of report. She had also had to large sacks of cerebral fluid cut out and sewn up. It was noted that, at the time of report, the device system contained saline. They had withdrawn the medications from the patient and got her on oral medications in the previous year.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2006 (B)(6); catheter model: 8578, serial# (B)(4), implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
Information refers to the main component, the other relevant devices include: product ID 8709, lot/serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type catheter; ubd: (B)(6) 2008, UDI# 1(B)(4). Product ID 8578 ,lot/serial# (B)(4), implanted: (B)(6) 2012; explanted: product type catheter; ubd: (B)(6) 2014, UDI# (B)(4). The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-sep-09. The patient reported their pump started alarming about three weeks earlier, relative to (B)(6) 2019. The patient stated their pump was "off and disconnected." The dual tone alarm was occurring every 20-30 minutes. The patient stated they were never able to have the pump removed because of the previously reported cerebral spinal fluid (csf) leak. The patient stated the csf leak created a trench to the pump, therefore, the patient stated the pump could not be removed as it was stopping the csf flow. The patient reported the pump was now pressing on a nerve. It was indicated this issue began about 8-9 months earlier. No symptoms were reported at this time. The patient was redirected to follow-up with their healthcare provider. The patient stated they had not seen their pump doctor for years and indicated they may try to set something up with a manufacturing representative at their "regular hcp's office." No further complications were reported or anticipated.